Event description:
It was reported on (B)(6) 2026 an unknown amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, there was some difficulty inserting the delivery sheath into patient. While inserting at the skin level, the dilator tip split. The delivery sheath was removed from the body and replaced with a new 14f amplatzer amulet delivery sheath. The procedure was completed with no adverse consequences to the patient. The patient status was stable. The physician suspects that he may not have pulled enough on the non-abbott guidewire while inserting the delivery sheath or there was a lack of traction on the wire at the insert of the delivery system into the patient.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.